Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 499 mg/dl and other blood glucose level was 277 mg/dl and 393 mg/dl. The customer stated insulin pump error occurred found during self test. Customer was able to clear the alarm. Customer did not receive request to rewind insulin pump. Customer completed and passed high performance test and passed self-test. The insulin pump will not be returned for analysis.